Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos are provided, and it was reviewed. The first photo shows the one magnum needle was visible with protective tubing inside the packaging, a spacer was attached to the needle; no anomalies were noted to the device. The second photo shows labeling information of the device, which was cross verified with track wise details. Based on the photo review the investigation is inconclusive for one device. However, due to the absence of supporting evidence, the reported event remains inconclusive for the remaining thirteen devices. A definitive root cause for the alleged break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent biopsy procedure using magnum device. During the procedure the needles are breaking inside the gun. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent biopsy procedure using magnum device. During the procedure the needles are breaking inside the gun. There was no reported patient injury.